Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's updated investigation and correction to the initial with information inadvertently left out. In addition to the reportable malfunction, there were non-reportable (non-pae) defects noted. Based on the legal manufacturer's updated investigation, a review of the device history record found no deviations that could have caused or contributed to the reported issue.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field d4, d9, h3 and h6. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was returned to olympus for inspection, and the customer's allegation was confirmed. Based on the results of the investigation, the connecting tube could not be attached to the connector at the reprocessing basin due to breakage of the tube, which was likely caused by external stress that was applied to the lock lever of the connecting tube. The user might have applied stress in the wrong direction, which caused the external stress. However, a definitive root cause could not be determined. The event can be detected and/or prevented by following the instructions for use which state: 1. Visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. 2. Move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the plastic wings of the connecting tube failed. The issue occurred during reprocessing. There were no reports of patient harm.